Event description:
A malfunction alarm was reported with a cartridge alarm during insulin pumping, specifically alarm 20. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Although the customer attempted to resolve the issue by loading a new cartridge following proper technique, the alarm recurred. Consequently, technical support decided to replace the pump. Meanwhile, the customer was instructed to use multiple daily injections (mdi) as a backup therapy and return the problematic pump with a pre-paid label. The customer acknowledged how to put the pump into storage mode before its return.